Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Two electrically erasable programmable read only memory circuits and central processing unit were replaced. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit restarted a few times during a case. There was no report of patient injury.